Event description:
It was reported that during an unknown procedure, a small perforation was noted in the product packaging prior to use on patient. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the original carton was not returned, only the individual sealed package. Upon receipt of the package, it was verified that the tyvek had damage. There was a small perforation, a hole in the tyvek. It was noted during the analysis that the shape of the hole in the tyvek is a curved slit that is in line with the device handle edge. This damage is indicative as occurring with a strike of the package on a surface. The source of the hole can't be determined and no additional conclusion can be reached about what may have caused the report incident. The batch history records were reviewed with no protocols.